Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. A chest x-ray was performed which revealed the left ventricular lead had dislodged. The device was reprogrammed to rv only pacing because the patient was dependent. On (B)(6) 2017 the patient presented to the clinic and the lead exhibited a loss of capture in all vectors. On (B)(6) 2017 the lead was successfully explanted and replaced. The patient was in stable condition before and post surgery.